Event description:
The account alleges that while trying to place the device into trendelenburg, the foot end fell downward to flat position unintentionally. A pt was in the bed at the time of the incident (see additional info, for details on pt).

Manufacturer narrative:
The technician could not duplicate the failure. No problem found. This complaint is being reported due to the condition of the pt after the foot section fell. The pt was on bed rest due to pregnancy. Post incident, the pt complained of back pain, and then began having labor contractions. No other info was provided. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.